Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device not return.

Manufacturer narrative:
The manufacturer previously reported was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. Patient has alleged of hospitalization for four times. After receiving further information from the patient it is determined that the initial report should have been filed as adverse event only. Section adverse event/product problem in box b, type of reported complaint and health impact grid (1) in box h has been updated/corrected in this report.

Manufacturer narrative:
Other relevant history (rfb) in the section b has been updated/corrected in this report.